Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient would be weaned of lioresal. It was reported that the new pump was functioning nicely but that the patient had a mild increase in velocity dependent tone with flexing and extending the knees. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg at 630 mcg/day) via an implantable infusion pump. It was reported that the patient had a red area near the incision. Due to a possible infection the patient was prescribed antibiotics. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.